Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet system displayed a dosing stops soon alert after pairing failed between a freestyle libre 3 plus sensor and the ilet, and a fingerstick measurement showed a blood glucose value of 427 mg/dl while the patient remained asymptomatic; the event was associated with intermittent communication failure and involved the antenna component. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an interoperability problem between the sensor and connected devices, consistent with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.